Event description:
Customer's initial report: mirrors are falling apart and breaking in pt mouths. On (B)(6) 2013 customer has no clear recollection to pinpoint the event. No harm to pt, pieces retrieved without difficulty.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based upon the reported info.